Event description:
Additional information was received that this lead was surgically abandoned and replaced with a competitor lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow-up appointment, the right atrial (ra) lead exhibited impedance measurements greater than 3000 ohms. The sensing in the atrium had decreased and noise was classified as atrial fibrillation. As a result, the ra lead was deactivated until it could be revised. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.